Event description:
During a feeding tube placement, the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported [that the] user placed the feeding tube in patient on (B)(6) 2022 and found out the internal bumper detached in patient intestinal tract on (B)(6) 2023. The detached bolster portion remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a gaototec pouch. A lot number was not provided with the returned device. A product evaluation was performed on the picture provided in response to this report. The report was confirmed with the picture provided. The picture shows the device without the inner bolster attached. No lot information was provided in the photos. Our laboratory evaluation of the product said to be involved confirmed the report. The tubing has yellowed and the print on the tubing and flush port are worn away. The tubing was visually examined and the internal bolster has separated from the feeding tube with portions of the bolster missing/not returned. A small broken portion of the bolster was still attached to the distal end of the tube. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The subassembly lot number associated with the feeding tube/bolster was reviewed and a discrepancy or anomaly was not observed with the product that was released for manufacturing. The iqc records were pulled for the associated raw material lot which is tensile tested during inspection. The lot passed tensile testing indicating the product was conforming. Investigation conclusion: a definitive cause for the reported observation could not be determined. The complaint was confirmed by the return of the device, however the cause of the occurrence is unknown. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.